Event description:
A customer reported unexpected negative reactions for a patient sample tested on the galileo echo. The positive control resulted 2+. The patient has a history of anti-e and anti-jka. The sample was not tested by an alternate method. Positive results were generated for the screen when tested on the galileo.

Manufacturer narrative:
Immucor technical support reviewed instrument images and identified positive control failure. The customer was instructed to replace probe/calibrate probe/probe accuracy/repeat samples. The reagent probe was replaced and samples re-tested. The samples and positive control resulted as expected. The instrument is operating within specifications.